Event description:
A malfunction was reported, indicated by a malfunction code, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump successfully, and the malfunction code did not recur afterwards. The customer was instructed to continue using the pump and advised to contact technical support again if the issue reoccurred.